Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information in d4, d8 & h6. The device was not returned to olympus for inspection and therefore the reported event was not confirmed and a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported during a therapeutic cystoscopy a black plastic piece was detected in the bladder. The object was was removed with forceps which was discovered to be the tip of the inner sleeve that broke off. The procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.